Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. During a clinical exam, it was determined that the balloon lost pressure. The balloon was replaced with a 61-70 cmh2o balloon. The patient was doing excellent. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. During a clinical exam, cystoscopy was performed and it was determined that the balloon lost pressure. The balloon was replaced with a 61-70 cmh2o balloon. The patient was doing excellent. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the patient's artificial urinary sphincter balloon lost pressure. The balloon was replaced with a 61-70 cmh2o balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.